Event description:
It was reported the device displayed motor rate error. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and had a chipp out on lower left front corner, also a crack on right plunger case and bottom case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced main pcb (printed circuit board) and upgraded the device software. Replaced top case, bottom case and all the plastic parts of plunger assembly due to physical damaged, cleaned and greased the whole motor assembly for loud noise was found during the infusion. The cause of the reported problem was traced to customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: a review of the event history log identified motor rate error; b5.

Event description:
Additional information via email and attached to complaint object: no patient incident.